Event description:
It was reported that the lead exhibited a temporary loss of capture. Subsequently the loss of capture had resolved itself.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.